Event description:
A home pt continued baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 5/5 of their automated peritoneal dialysis therapy. Reportedly, baxter's technical service center assisted the home pt in ending the therapy early. The home pt completed therapy by starting a new therapy session with the same supplies. No pt injury or medical intervention was associated with this incident per the home pt.